Manufacturer narrative:
Batch review performed on 30 july 2019: lot 1902051: (B)(4) items manufactured and released on 20-mar-2019. Expiration date: 2024-03-06. No anomalies found related to the problem. To date, 14 items of the same lot have been already sold without any similar reported event. Concerning the semi-finished device subject of this case: code 77.11.0063, lot mat27910: (B)(4) items manufactured and released on 20 december 2018. No anomalies found related to the issue, 6 similar cases received up to now (this included).

Event description:
When the surgeon impacted the trial femoral component, both engaging parts of femoral impactor/extractor broke.